Event description:
It was reported that a revision was performed due to pain and a fractured tibial baseplate.

Manufacturer narrative:
The associated complaint device was not returned. A review of our records indicates that this device is associated with a previous field actions initiated in 2009. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.